Event description:
At about 3 years after the primary, the patient came in reporting stiffness and the cause is unknown. The surgeon downsized the liner (11mm to 10mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6), 2023 lot 185595: 75 items manufactured and released on (B)(6), 2018. Expiration date: 2023-10-04. No anomalies found related to the problem. To date, 50 items of the same lot have been sold without any similar reported event during the period of review.